Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a skin irritation causing itchiness, a large bump under skin, spreading redness, and pus had occurred while wearing the pod between 36 and 48 hours on their back. The patient visited an urgent care on (B)(6) 2026 and was diagnosed with cellulitis. As treatment, the patient was prescribed an unknown antibiotic. There was no mention of blood glucose levels. A new pod was successfully applied.